Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure due to vaginal prolapse (as per operative report) and mesh was implanted with concurrent cystoscopy and bilateral salpingo-oophorectomy. It was also reported that following insertion the patient experienced extrusion, infection, urinary problems, neuromuscular problems and vaginal scarring. It was further reported that patient underwent mesh excision due to mesh erosion on (B)(6) 2013. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy due to sui, cystocele. No additional information provided.

Manufacturer narrative:
Additional narrative: it was reported that following the procedure patient experienced urinary tract infection and vaginal scarring. It was reported that patient underwent mesh excision on (B)(6) 2015 by (B)(6). It was reported that patient underwent mesh revision on (B)(6)2017 by (B)(6).